Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had stretched. The lp was removed and replaced. The patient was stable.

Manufacturer narrative:
Reported event of stretched helix was not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.